Manufacturer narrative:
. Section d6a, if implanted, give date: not applicable as the product did not contact the eye. Section d6b, if explanted, give date: not applicable as the product did not contact the eye. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field does not take this format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was contaminated. The association to prevent blindness reported that during the implantation procedure the iol was found to be contaminated. The iol was not implanted and did not come into contact with the patient. To ensure patient safety, a backup iol of the same specifications serial number (B)(6) was used without incident. The contaminated lens was discarded by the customer. No further information was provided.